Event description:
It was reported that post implant procedure, the patient experienced unbalanced diabetes which required insulin therapy increase and prolonged hospitalization. The device and leads remain in use. The patient is enrolled in the alternate site cardiac resynchronization study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator, 2013 (B)(6); 429888 implantable lead, 2013 (B)(6); 4470 competitor implantable lead, 2013 (B)(6). (B)(4).